Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00109 on june 4, 2019. On 06/28/2019 additional information: siemens has completed the testing of the returned sample on two separate lots of afp (lot 203 and lot 214). Advia centaur xp s/n (B)(4) afp results (ng/ml): patient sample neat with lot 041203: 101.6 and 101.2. Patient sample neat with lot 041214: 101.3 and 101.2. Patient sample nabt with lot 041203: 102.8 and 105.7. Patient sample nabt with lot 041214: 106.0 and 101.7. The patient resulted 101 ng/ml on lot 203 and 101 on lot 214. The sample was then treated with a nabt tube but the signal was not reduced, therefore we could not confirm the presence of non-specific antibodies. As the patient is on the contraceptive mirena, it is less likely they are pregnant. Therefore, the patient is most likely being tested as a potential oncology patient. Siemens healthcare diagnostics is awaiting further information from the customer. MDR 1219913-2019-00096 supplemental report 1 were filed for the same event.

Manufacturer narrative:
The cause for the discordant afp results is unknown. Siemens healthcare diagnostics is investigating. Siemens has requested the sample for testing. The warning section of the instructions for use states: "warning: the concentration of afp in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the afp assay used. Values obtained with different afp assay methods cannot be used interchangeably. Before changing assay methods, the laboratory must do the following: -for prenatal testing, the laboratory must establish a range of normal values for the new assay based on normal serum and amniotic fluid from pregnant women with a confirmed gestational age. -for cancer management, the laboratory must perform additional testing to confirm baseline values for patients being serially monitored. United states federal law restricts this device to sale and distribution by or on the order of a physician, or to a clinical laboratory; and use is restricted to, by, or on the order of a physician. Use afp results only as part of the overall clinical evaluation of a patient. Do not use afp results as the only criterion for diagnosis." The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2019-00096 is filed for advia centaur xp afp initial result of 101.7 ng/ml. MDR 1219913-2019-00109 is filed for advia centaur xp afp initial result of 103.6 ng/ml.

Event description:
Customer observed elevated advia centaur xp alpha-fetoprotein (afp) results compared to two alternate methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp afp results.